Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reload was not opening or closing. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.